Event description:
It was reported that a patient experienced pain and shocking. It was stated that the patient was riding a stationary bike and afterwards he experienced "shockwaves" in his spine. It was reported that the pain "was so bad" that they explanted the device around (B)(6) in 2010. It was stated that when the device was implanted his pain was located one inch above his belt. Then after this incident, the pain was 2-3 inches above his belt. It was stated that the patient was very sensitive to touch, where everything he touched was painful. It was unclear if this was a pre-existing condition or if this developed after the incident. It was also stated that the health care provider had damaged a nerve, and he was in pain "23 hours" of the day. No further information was provided.

Manufacturer narrative:
Product ID, 3998 lot# v264393, implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).